Manufacturer narrative:
Awaiting the return of the sample.

Event description:
Screen is giving error codes no serious injury/harm to patient or user , no indirect harm , no required intervention to prevent permanent damage , no hospitalisation - initial or stay prolonged by 1 day or more , no serious injury, disability or permanent impairment , not life threatening , no deaths.